Manufacturer narrative:
B1: added product problem, this was omitted from the initial in error. H6: omitted a24, added a23.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax) and d4 (primary UDI number). Upon review, it was identified that these were inadvertently omitted from the initial report. Corrected information were provided in d1 (brand name), d4 (catalog) and d4 (serial number). Upon review, the brand name, catalog and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the active pump removal issue was most likely related to unintended use, as clinical details confirmed that the patient removed the impella device himself. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
A3, a4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the right femoral artery in an 87-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage a. During the subsequent ICU course, nursing documentation reported that the patient removed the running impella himself; when staff arrived, he required resuscitation due to loss of support, and CPR was unsuccessful, resulting in death on support. Follow up notes indicate the death was attributed to the absence of circulatory support after self removal, although other contributing factors could not be ruled out pending additional provider input. The patient¿s anticoagulation status and blood loss were undocumented. The device was discarded by clinical staff. Based on the available information, the patient¿s death is most consistent with loss of mechanical circulatory support following patient initiated device removal, rather than a malfunction of the impella cp.